Event description:
It was reported that during a bph prostate procedure ¿cap seemed loose. Cap detached during cleaning - not inside the patient¿ at 85,029 joules and 13:13 minutes of usage. Reportedly, the "cap seemed lose from the start but doc tried to make it work until he couldn't". The case was completed with a second fiber, patient outcome: ¿ok¿. No injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the metal cap adhesion location exhibits burnt glue; the fiber bevel edge at the output window has shifted forward; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.